Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported the patient was hospitalized for the peritonitis event and was treated with unspecified antibiotics (ongoing, doses, routes, frequencies not reported) for the event. Pd therapy was discontinued. On an unreported date "last week", the pd catheter was removed, and the patient was switched to hemodialysis. At the time of this report, the patient was not fully recovered from the event. No additional information is available.